Event description:
Report received from (B)(6) stating that at the beginning of a repair of the left temporal lobe and dura surgery the "foot cracked" on the device. The surgery was completed successfully using a hi giggly saw. There were no delays or medical intervention needed to complete the surgery. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent.